Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm of an unknown size. A follow up CT scan approximately four years later showed a suspected type iiib endoleak. An angiogram two weeks later confirmed the type iiib endoleak (fabric hole identified in graft) which was beside the main flow divider of the bifurcation. As per the physician, the cause of the event could not be determined. Intervention was performed approximately one month after the CT scan, using an endurant aui, and two additional limbs and the type iiib endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.